Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 3013, at 4:45 pm the patient obtained the blood glucose reading of 180 mg/dl on the reported meter which he claimed was inaccurately high compared to his expected values. Based on this reading, the patient took an additional 30 units insulin. The patient manages his diabetes with insulin taken on a sliding scale. Twenty minutes afterwards, the patient experienced the symptoms of chills, sweating and he passed out. Emergency services were contacted. The patient was unable to provide his blood glucose reading as tested by the paramedics. The patient was treated intravenously with glucose. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he took an increased dose of insulin based on an elevated meter reading, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Dob: not provided. Gender: not provided. Weight: not provided.